Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device would not seal properly. There was no pt injury. No further information was made available by the site.